Event description:
Report received from abbott international affiliate of a reported overdelivery. The report states: "suspected overdelivery while connected to pt. The pt did not experience any adverse event with the device." No additional info is available.